Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's previous ins was replaced as the patient was having difficulty charging the ins. The patient stated the charging would "work intermittently" and they were "having trouble getting a good read on charging". The patient said that in the beginning the charging worked "but it just became a pain in the butt to charge". No symptoms were reported. No further complications were reported/anticipated.